Event description:
When the chair was reclining, it allegedly stopped and started smoking. No injury is alleged.

Manufacturer narrative:
Dealer reported that the chair was reclining and stopped then started to smoke. It's unclear if chair was caught on something while reclining. No injury is reported. Malfunction not confirmed. MDR filed as a conservative measure.